Event description:
Cardiac tamponade; at the time of epicardiocentesis, right coronary artery (rca) got damaged, blood pressure dropped and ventricular fibrillation (vf) occurred. The patient was transfused and was treated with percutaneous cardiopulmonary support (pcps). After the epicardiocentesis and an ¿agilis¿ sheath was inserted, coronary angiography (cag) revealed blood pressure decrease. Pericardial effusion (drainage was not performed.) Progress: after the epicardiocentesis, the ¿agilis¿ sheath was inserted. Blood pressure decrease was confirmed, so cag was conducted and revealed leakage of contrast agent from rca. The patient¿s blood pressure decreased and vf storm occurred. Cardiac massage was performed and blood transfusion and pcps were conducted. The patient is treated in ICU. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).